Event description:
It was reported that a cartridge alarm occurred during basal insulin delivery with multiple cartridges. Customer¿s blood glucose was 213 mg/dl. Reportedly, the customer reverted to a backup insulin pump to resume insulin therapy.